Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had experienced low blood glucose. Blood glucose level was 2.0 mmol/l. Current blood glucose level was 6.4 mmol/l. Customer was using insulin pump within 48 hours of reported low blood glucose event. Customer was using insulin pump on auto mode. Customer stated insulin pump was over delivering. Customer did not had any symptoms. Insulin pump will not be returned for analysis.